Event description:
It was reported by the customer that the attachment overheated and the head of the drill stopped. The overheating reportedly caused burns to the oral mucosa of the pt. No further info was provided as to the treatment of the burns.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the handpiece performed within specifications.